Event description:
Patient was awake (not sedated) and in a sitting position, when this lumbar catheter/drain was placed. Physician placed lumbar catheter/drain in the patient's back lumbar area. Spinal fluid was seen leaking from a supposed hole in the side of the catheter. That catheter was then removed and another one placed; no leak noted from this second one.